Event description:
It was reported that pt underwent total hip arthroplasty in 1995. Subsequent chronic dislocation led to revision procedure in 2001. During procedure it was noted that the flange of the acetabular liner had fractured. New liner and offset head were then implanted.